Event description:
The end user alleges, she was going up a slanted ramp when she fell off her scooter. The end user sustained a fractured right elbow.

Manufacturer narrative:
Evaluation anticipated, but not yet begun. A f/u report will be submitted upon completion of investigation.